Event description:
Hold ps. 8/14. It was reported to boston scientific corporation that a resolution 360 clip device was used during a clipping of polypectomy procedure performed on an unknown date. During the procedure, the clip did not open and spontaneously released without clipping. The procedure was completed with another clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6)/2023 based on the date the manufacturer became aware of the event. Section e: this event was reported by the bsc sales representative. The health care facility is: (B)(6) block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Section e: this event was reported by the bsc sales representative. The health care facility is: (B)(6) imdrf device code (B)(4) captures the reportable event of clip premature deployment in unknown anatomy. Investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Microscopic examination performed confirmed that the device had evidence of full deployment. No problems with the device were noted. The reported event of clip premature deployment was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter without problems. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a clipping of polypectomy procedure performed on an unknown date. During the procedure, the clip did not open and spontaneously released without clipping. The procedure was completed with another clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.